Event description:
Complainant alleged that during biomed testing the device was unable to adjust pacer settings. The complainant was unable to specify whether it was pacer rate or output. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.